Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed two devices were not returned in original packaging. Neither anchor was returned. Bio debris is inside both the tubes. Both the cleats are fully extended and locked. There are abrasion marks on the insertion tube from contact with a sharp instrument. Two sutures were returned. Each suture has a frayed/broken end. A functional evaluation revealed the knob is fixed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or use of sharp instruments near the device tip. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder repair procedure, the anchor's suture of two (2) q-fix devices broke after deployed. The surgery was completed using a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.